Event description:
It was reported that the device exhibited noise, low impedance and insulation anomaly. The pt will be scheduled for lead replacement due to the symptoms.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.